Manufacturer narrative:
A phaco handpiece was returned for evaluation. No further information was able to be obtained on the system, from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The associated system was manufactured on june 20, 2014. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was manufactured on may 16, 2014. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was received. A visual assessment of the returned sample revealed no visual nonconformity. The returned handpiece was put through a ground resistance test and irrigation and aspiration flow rate test. The handpiece was then connected to a calibrated system and put through a stroke test and a five minute burn in. The handpiece failed to tune for the stroke test and burn in test. The handpiece was then disassembled and found to have bss ingress into the handpiece. The root cause of the reported event can be attributed to moisture ingress into the handpiece. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system had occlusion issues using two handpieces during cataract extraction procedures with intraocular lens implantation. Both cases were completed using the same system and same handpieces by unplugging and retuning the handpieces. There was no harm to the patients.